Manufacturer narrative:
Sensor was successfully removed on (B)(6) 2024. B4. Date of this report updated 29 august 2024. D6b. Explanted (B)(6) 2024. G3. Date received by manufacturer updated to 29 august 2024. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4310.

Event description:
On april 19, 2024, senseonics was made aware of an incident where the old sensor could not be removed during removal procedure on (B)(6) 2024. The hcp was unable to remove the sensor as it could not be palpated and located with ultrasound device. The sensor is in right upper arm. Another removal attempt will be made on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.